Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set was involved in an alarming pump incident. The reporter stated that an upstream occlusion alarm occurred on a sigma pump during infusion of blood using the set. The pump was then restarted. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.